Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve replacement was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of replacement or information on the patient's condition or possible comorbidities were unsuccessful; therefore, the root cause for explant of this device remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through it's implant patient registry that a second device, a 26mm bioprosthetic valve, was implanted in the mitral position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was nine(9) years, five(5) months, nine(9) days. The reason for reoperation is unknown and both devices remain implanted. Due diligence attempts were made to obtain additional information however additional information has not been provided at this time. Should additional information be provided, a supplemental report will be submitted.